Event description:
It was reported the tip of the dilator broke off while inserting the introducer sheath into the pt. This was discovered when the dilator was removed from the introducer sheath. The tip remained in the pt and there were no further concequences reported to st. Jude medical.